Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a training session with the customer, a getinge therapy specialist discovered the touchscreen of the cardiosave intra-aortic balloon pump (iabp) would not calibrate. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and immediately received a power up test failure code #6 when powering the system "on". The stm noted the inability to access the service diagnostics due to not being able to calibrate the touchscreen and confirmed the reported complaint. The stm replaced the touchscreen and video receiver board. When the unit was powered on, the stm then noticed missing pixels in the middle of the touchscreen. After the touchscreen was replaced and calibrated, the issue was resolved. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. (B)(6).

Event description:
It was reported that during a training session with the customer, a getinge therapy specialist discovered the touchscreen of the cardiosave intra-aortic balloon pump (iabp) would not calibrate. There was no patient involvement and no adverse event was reported.